Manufacturer narrative:
(B)(4). The device history record was reviewed for lot 130632 and contains no information that indicates devices were released with any non-conformance that would contribute to complaint.

Event description:
On (B)(6) 2023 a 66-year-old female patient underwent a bi-lateral video-assisted thoracoscopic pulmonary vein isolation with left atrial appendage exclusion. While routing the mid1 device a perforation occurred in the oblique sinus at the right superior pulmonary vein. Procedure was converted to a sternotomy and the perforation was repaired. The procedure was completed successfully. Post-operatively patient was doing great. There was no reported device malfunction, and the adverse event was the result of a procedural complication.